Event description:
During set-up for a cardiopulmonary bypass procedure, it was reported that the centrifugal pump motor was not spinning correctly. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.